Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 525 mg/dl. Customer did not state how they treated the high blood glucose level. The auto mode feature was active at the time of incident. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.